Event description:
Use of electric dental hand piece caused severe burn in patient's mouth. Device overheated due to malfunction. Important notice: no warning is given to health professional prior or during procedure.